Event description:
Customer faxed in a quote request, the anti tip wheels are worn bad. Additional reportable malfunction for this device; (B)(4) is for the broken arm rest; (B)(4) is for the controller gets stuck and customer not able to control chair.